Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl and of sensor and blood glucose differences. The customer indicated that the alert is set at 240mg/dl and that the pump did not alarm that their blood glucose was 400mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer indicated that the sensor was bent and was advised that the sensor would be replaced and to return the sensor for analysis. The insulin pump was not returned for analysis.